Event description:
The customer reported that the system had a blank screen when they were attempting to fluoro. There is no report of pt injury.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.